Manufacturer narrative:
The customer¿s report of a leak was confirmed; however, the leak was from a cut on the tubing connecting to the filter and not from the filter itself. Functional testing was performed. The set leaked at the engagement between the tubing and the filter inlet. Closer inspection of the leak showed a cut on the tubing approximately 0.084 in. Long. The root cause of the cut could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter during an unspecified infusion. The event occurred in nicu.